Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 05/31/2016. Confirmed customer's test strips are being stored properly and opened vial date 11/12/2015. Customer performed a blood test 23mg/dl. Reviewed meter memory: (B)(6). Memory concerns:"customers concern: concern with 26 on (B)(6) 2015 7:00:00 am." Customer called concerned with a reading of 26 mg/dl he received in the morning. He didn't know what his expected blood sugar levels should be. He was only able to run one blood test which resulted in a reading of 23mg/dl. He was having an extremely difficult time getting enough blood to test himself. I accessed the memory to obtained the last 5 results but there were only 2 the 23 from the reading just done and a 111mg/dl. The 26 mg/dl wasn't in the memory.